Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient underwent a revision procedure wherein the ipg was replaced for MRI (magnetic resonance imaging) conditionality per physician's preference and the ipg was relocated on preferable area at patient's body. No device malfunction was suspected. The patient was doing well postoperatively.